Event description:
It was reported that the lv lead had moved and needed repositioning. X-ray confirmed lead dislodgement. High thresholds were observed upon device interrogation prior to the procedure. On (B)(6) 2022, the lead was repositioned. The patient was stable.